Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was addressed by using a correction injection via mdi and did not require any external assistance. Technical support provided instructions to reset the pump and assisted the caller in doing so. After resetting, the malfunction did not recur, and the customer was advised to continue using the pump.